Event description:
A customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite efforts to resolve the issue by loading a new cartridge following proper technique, the problem persisted, and insulin therapy could not be resumed. As a result, technical support decided to replace the pump, advising the customer of steps to return the problematic device and receive the updated replacement. The customer acknowledged the instructions and was informed that the replacement pump would include more up-to-date software.